Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump. Customer used a different usb cable and the pump charged successfully. There was no adverse impact to customer¿s blood glucose.